Manufacturer narrative:
Reference number: (B)(4).

Event description:
According to the reporter, dr. (B)(6) noticed that the handle could not be fired during the operation. Since there were no spare unit at that particular moment, dr. (B)(6) had to convert the laparascopic operation to an open surgery by using sutures and clips to finish the operation. Opening the patient resulted in extra time to finish the surgery. By the time the replacement came from the distributor, the surgery was almost done. Patient current condition is stable.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) conducted an evaluation of one handle. Visual inspection of the instrument noted that the articulation lever had disengaged from the rotation collar. Insufficient material transfer was observed on the lever, suggesting improper assembly of the articulation lever. Functionally, the instrument was loaded with post market vigilance representative reload. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. The articulation function could not be tested due to the disengaged lever. The insufficient weld on the articulation lever indicates an irregularity in the ultrasonic welding process. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.